Event description:
A nurse reports that during intraocular lens (iol) implant surgery, the surgeon noticed the iol was cracked after the lens was inserted into the eye. The lens was cut in half and removed through an enlarged incision. During the removal of the iol, the iris was torn with minimal anterior chamber bleeding. Additional info has been requested.